Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported events of s3 and m4 alarms were confirmed during evaluation of the returned centrimag motor (serial number: (B)(6). The returned centrimag motor was first evaluated by the service depot alongside the returned centrimag console (serial number: (B)(6). Within a few seconds of connecting the motor to the test loop, m4 and s3 alarms were observed on the console. The alarms were not able to be cleared, and the motor would not support operation of a mock circulatory loop. The motor was then connected to a known working test console, and the same issues were reproduced. The motor was removed from service and forwarded to product performance engineering for additional analysis. Additional evaluation of the motor revealed that there was intermittent electrical continuity on one of the wires which pertains to the analog ground (agnd) signal. It was noted that the continuity would fluctuate when the cable was manipulated near the lemo connector. The cable was then dissected near the lemo connector, and while removing the heat shrink from the agnd wire, the wire detached from the connector. The root cause of the observed alarms was determined to be that this solder connection wire was not properly secured. The log file downloaded from the returned console was also reviewed. On the dates of (B)(6) 2024, several instances of s3 system alerts and m4 motor alarms were observed. The observed alarms activated due to subfaults associated with the driver status of the motor. These subfaults and alarms are consistent with the observed soldering issue. A manufacturing analysis task was initiated to further address the observed issue. It was determined that the wire was improperly soldered, and the most likely root cause of this issue was human error during the soldering process. There are adequate testing procedures in place which would have detected the related functional issues, and it was therefore suspected that the poorly soldered wire had separated from the pin sometime after production and testing were completed. A supplier corrective action request (scar) was extended to the supplier as a result of this event. Similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m4 and s3 alarms. The device history records were reviewed for the centrimag motor (serial #: (B)(6), and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that centrimag system was booted up s3 and m4 alarms were displayed. The console was turned off and on and the alarms still occurred. When the motor connection was moved around or unplugged, the alarm resolved until the motor was plugged back in. The equipment had not been used on a patient yet. The alarms were not noted during previous start-ups.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.